Event description:
It was reported that pump touchscreen was cracked and shattered and touchscreen became unresponsive with display illegible so pump could no longer be used. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.